Manufacturer narrative:
Results: power control board. Conclusion code: customer was sent a replacement control board to install.

Event description:
It was reported by service report that the power control board had shorted out. There was no pt involvement or adverse consequences reported.